Manufacturer narrative:
Corrected data: b5: diopter should be corrected to -5.0. H6: 4627: explant should be added for correction. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of a 5.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed and later replaced for a same size lens due to blurred vision. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).